Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 141 mg/dl. . The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.